Event description:
It was reported this access port was placed on july 20,1999 for chemotherapy administration, and administration of the first chemotherapy treatment was successful. Nineteen days post placement, prior to the second chemotherapy treatment, it was noticed the catheter was detaced from the port. A gooseneck snare was utilized to re-attach the catheter to the port. This device has not been receieved for evaluation. Therefore, no failure analysis is available. Co's attempts to obtain further details regarding the circumstanses of this event have been unsuccessful. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. User technique and/or pt anatomy may have contributed to this event. However, without further details about the event and without evaluating the device, co is unable to determine the cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.